Event description:
It was reported that a cartridge alarm 29 occurred during the load sequence with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was less than 200 mg/dl. The customer reverted to manual injections for insulin therapy.